Event description:
It was reported that the surgeon inserted an aa4204vf silicone plate lens and the lens tore. The lens was removed immediately without enlarging the incision and there were no sutures required. There was no pt injury.